Manufacturer narrative:
Add'l info.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that; "pump said 990 ml infused but there was over 150 ml left in the bag. 1000 ml bag so it should have been almost empty. Ran the same bolus on another patient, at the same time. When that pump said 990 ml infused the bag was empty, so I feel this pump miscalculated the amount.".